Event description:
The manufacturer received information that a trilogy evo ventilator was reported to have a ventilator service required alarm. There was no patient involvement, and no harm or injury reported. On device evaluation, a ventilator service required alarm was confirmed. Device error codes e-81 and e-150 were confirmed in the device error log indicating the he oxygen proportional valve that controls the flow of oxygen to the blower inlet was mechanically stuck closed or open and oxygen flow communication ceased and the sensor is reporting the same value. Since these logged error codes regarding the oxygen blending module (obm) occurred at the same time according to the error log, it was speculated that there was a communication abnormality between the main unit and obm. The system printed circuit board assembly (pca) was replaced for the issue and it was confirmed that the issue was improved. Based on the above, it is believed that the information of from the obm could not be extracted due to a system pca malfunction, resulting in "ventilator service required" alarm occurring. After repair, the device passed final testing and confirmed to be operating properly. The software version was upgraded from 1.06.10.00 to 1.06.15.00.

Manufacturer narrative:
The reported failure of trilogy evo ventilator communication to the oxygen blending module is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.